Manufacturer narrative:
Review of instrument result files show: the third tube (sample redraw) was run in batch 15591 (r724 and 221619) all cells were negative. Cells 2 and 3 had loose buttons with red cell adherence around the button a service call was made and instrument was inspected and is within specifications.

Event description:
On (B)(6) 2016 a customer reported an unexpected negative result when testing a patient sample on the galileo echo instrument. The patient has a history of anti-e and anti-fya.